Event description:
Target lesion 1 was 32mm long. Target lesion 1 had 0% residual stenosis post stent placement. 101 days after the initial procedure the pt collapsed during intercourse with his wife. Ems was activated, CPR was not attempted by his wife. The pt was in ventricular fibrillation when the paramedics arrived. He was defibrillatedback into sinus rhythm but subsequently developed asystole which was unresponsive to multiple doese of epinephrine hydrochloride. The pt was intubated for assisted mechanical ventilation and transported to the hospital with CPR in progress. Acls was continued in the emergency room, the pt remained in asystole with no response to full resuscitation efforts. The pt was pronounced dead. An autopsy limited to the chest and abdomen was performed. Per autopsy report the pt had 100% in-stent restenosis of the ramus, 75% proximal and 50% mid stenosis of the lad, and 50% proximal stenosis of the rca. Coronary stents in the proximal and mid rca were noted to be patent, as well as a second stent in the ramus. Also noted were "sub acute and remove myocardial infarcts". Cause of death is "coronary artery disease." In the opinion of the physician the relationship of the patients death to the target vessel(s) is involved.

Event description:
It was reported that 101 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 2.75mm, 75% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.75x32mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. After the procedure the pt expired during follow-up. It is unk if an autopsy was performed. In the opinion of the physician the relationship of the pts death to the taxus is unk.